Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after surgery, in the post-anesthesia care unit, the patient experienced new pain in the left buttock and hip area that was unrelated to baseline symptoms following implantation of the implantable neurostimulator 977119 ngrc-ecaps magnetic resonance imaging (MRI) and two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) devices. The pain did not resolve after several hours. The patient requested removal of the system, and the physician returned the patient to surgery and explanted the implantable neurostimulator and both leads. The physician informed the patient that another spinal cord stimulation system would not be implanted. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.